Event description:
A doctor reported that a memory lens iol implanted in patient's eye 1999 was going to be explanted in the near future due to opacification. The patient has recently been treated for vitreous hemorrhage and has also experienced a detached retina which the doctor plans to treat at the same time as the lens replacement. In 2003 visit, visual acuity reported as 20/50 to 20/60 (han movement). Patient's prognosis stated as fair. No further information is available at this time.